Event description:
On (B)(6) 2012, patient reported he looked down at his infusion device on (B)(6) 2012, and the screen was blank. Patient stated he inserted a new battery at the time and the infusion device turned on properly. Had patient check alarm history; no e2 (battery depleted) error message was found in the recent history before the screen went blank. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device, battery and battery cover for evaluation.